Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported meshgraft was not working and skin was not moving. The ratchet was stuck and won't turn. The device was not cutting at all. The event occurred after surgery. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Updates were performed on b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h10. Review of the most recent repair record determined the gear was damaged and replaced and resolved the reported issue. It was noted that the device has not been regularly returned for annual pm, per the IFU-06001810592 states: the zimmer skin graft mesher should be returned every 12 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No additional information.

Event description:
No additional information.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the gear was damaged and replaced and resolved the reported issue. It was noted that the device has not been regularly returned for annual pm, per the IFU-06001810592 states: the zimmer skin graft mesher should be returned every 12 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.